Event description:
It was initially reported that the patient was explanted due to an infections at the generator site. Good faith attempts for more information have been unsuccessful to date.

Event description:
Additional information was received that a staph infection was seen in the skin above the patient's generator. The physician does not feel that the infection is related to vns as the patient had issues with cleanliness and believes the infection to be related to the patient's level of care at home. No cultures were taken and the patient will not be referred for re-implant by his treating neurologist. No further information was provided. Review of the manufacturing records confirmed sterility of the generator and lead prior to shipment.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
On 09/19/2016 it was reported that the patient was explanted due to infection. They were going to re implant generator several years ago, but the patient was bouncing between foster homes and the physicians did not feel it was appropriate due to fear of not being able to follow her closely. No additional relevant information has been received to date.